Event description:
It was reported that an li61aor iol was removed intraoperatively due to haptic damage. The ez-28b delivery device was used. The incision was enlarged, but no sutures were used. Another lens was implanted successfully and the pt's prognosis is good. Please reference MDR # 1119279-2012-00102 for the delivery device.

Manufacturer narrative:
The lens was requested by bausch+lomb for eval, but was discarded by user facility. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.